Event description:
A customer contacted beckman coulter regarding an incorrectly reported result by a lab info system (lis). The error occurred during the result transmission from a data mgr, datalink (dl) 2000 to the lis. A hemolyzed pt sample was tested for potassium (k). The result was 5.14mmol/l. As per lab protocol, the samples with a high serum hemoglobin index are manually modified at the dl2000 by an operator. A letter "h" is added, which stands for hemolysis. The operator modified the k result at the dl2000. The result of 5.14h mmol/l) was then uploaded by the dl2000 to the lis. During a routine check of results, the customer discovered that the k result appears incorrectly in the lis. The incorrect k result was 4.1mmol/l. The customer did not receive any additional info if pt treatment was affected by this event.